Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned pump underwent an evaluation. An initial visual inspection did not identify any issues. When batteries were inserted the pump functioned without issue. Device performance data did not detect any system errors or faults with the pump. The device spent around time in a leak state. This likely explains why the device failed to achieve a seal and confirmed a relationship between the event and the device. This may have been a low leak in which the pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). Potential causes for the issue experienced are:- 1. Dressing not applied properly, without creases and fixation strips. 2. Filter/port not adhered to dressing correctly. 3. Connector not correctly fastened and secured to the pump. 4. Tubing trapped, folded over/kinked causing a blockage. 5. Dressing integrity has been compromised. The investigation has been concluded with the finding ¿no fault found¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, before starting npwt utilizing pico 7, the dressing did not compress even though the alarms did not flash. The treatment was performed, without any delay, by using a back-up pico 7 kit. The patient was not harmed.